Event description:
A customer reported that laser of an ophthalmic operating console was not firing and the footpedal got disconnected. Procedure was completed successfully. There was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received. Clarifying the event was occurred, during a photocoagulation process. And the laser was intermittent when firing. Procedure was completed in the same session. There was no patient impact.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. To resolve the issues, the nonconforming footswitch and the w47 footswitch cable were replaced. The system was then tested and met all product specifications. A system non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the intermittent laser reported event is attributed to the nonconforming footswitch. The root cause of the footswitch losing connection is attributed to the w47 footswitch cable. How or when the footswitch and cable became nonconforming remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).